Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (369 mg/dl) while wearing the pod. The patient's legal guardian contacted the pediatric clinic and were advised to remove the pod. There was a smell of insulin, indicating improper adhesion. When removing the pod, it was discovered that the cannula had come out from under the skin and was lying against it, with insulin having spread into the adhesive and onto the skin indicating the cannula dislodged.